Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 399 mg/dl and 141 mg/dl. No high blood glucose symptoms. No treatment received based on the results given. No death or serious injury reported. Requested return of device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product discarded.